Event description:
It was reported that the right ventricular lead was repositioned on (B)(6) 2011 due to dislodgement. Lead dislodgement occurred again and the lead was explanted and replaced on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.